Event description:
It was reported that the patient developed right heart failure on (B)(6) 2023. They experienced peripheral edema. It was unclear if the right heart failure was related to the left ventricular assist device (lvad) as it was also thought to be due to pulmonary disease progression.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on the hm 3 lvas, serial number (B)(6), until the patient expired on (B)(6)2023. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not have right heart failure prior to lvad implant. Additional information was received that a device related issue did not cause or contribute to the right heart failure. Medication was given as treatment.